Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. After reconnecting the j7 connector the pump powered up successfully. Then the pump was able to download history files and traces using thump successfully. The pump then passed the active current test, sleep current test and self test. No blank display noted during testing. The ngp power management analysis tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-may-2024 in the pump history file. 05/12/2024 18:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/12/2024 18:29:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 05/12/2024 19:09:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/12/2024 21:33:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/18/2024 11:57:16.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/18/2024 12:07:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/18/2024 12:08:18.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) 05/18/2024 12:08:18.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) 05/18/2024 12:08:30.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) 05/18/2024 12:08:41.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 05/18/2024 12:09:02.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 05/18/2024 12:09:10.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 07/02/2024 10:08:34.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 68, pump error 49, pump error 23 and battoutlimit (6) were expected due to the battery removed for more than 10 minutes and the pump's time reset. Lostsensor1alert (780) - not confirmed. Pump error 68 - not confirmed. Pump error 49 - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6)- not confirmed. Blank display was confirmed during analysis due to the j7 connector being disconnected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.